Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill tubing had taken more units of insulin than expected since the past two weeks. The customer's blood glucose level was 200 mg/dl at the time of report. Tandem technical services could not determine the cause of the additional amount of insulin to fill the tubing as the event occurred in the past.